Manufacturer narrative:
The device intended for use in treatment, was returned for evaluation. A relationship between the event reported and the device could not be established. Visual inspection of the returned device noted, cracked casing. Functional evaluation of the device did not reveal any malfunction. The manufacturing records show no evidence, that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable root cause could be an intermittent component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the device was presenting a malfunction. Also was flashing low and alarming and was indicated that the alarm was for low vacuum. No case involved.